Manufacturer narrative:
Update field - describe event or problem complaint record ID (B)(4).

Event description:
It was reported that after a few hours of intra-aortic balloon (iab) therapy blood was noticed in the helium tubing. It was noted that the patient had been transferred in from another facility three hours prior. The console was put on stand-by and the iab was eventually replaced with a new one. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy blood was noticed in the helium tubing. It was noted that the patient had been transferred in from another facility three hours prior. The console was put on stand-by and the iab was eventually replaced with a new one. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was detected on the membrane approximately 2.8cm from the rear seal measuring 0.051cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. The penetration found on the membrane appears to have been caused by a sharp object. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).